Manufacturer narrative:
Other applicable components are: product ID: 9731203, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the emitter did not work. There was no patient involved.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The emitter was replaced. The system then performed as intended and passed a system checkout. If information is provided in the future, a supplemental report will be issued.